Event description:
Inflated balloon to 2 atm three or four times using an inflation device. On the last inflation, the balloon ruptured.

Manufacturer narrative:
Records indicate that this balloon was mfg in march of 1993. At that time, all catheters were 100 % functionally tested. The investigation of the returned product revealed a longitudinal balloon burst. Although the sterilzation date was still valid, the age of the catheter must be taken into account. No further info is available on the pt's status.